Event description:
Caller reported an issue with a continuous glucose monitor (cgm) error 42. Blood glucose level was successfully monitored and was within range following the resolution. Customer was guided through a pump reset by technical support, and the issue was resolved without the cgm error code reoccurring. Sensor session was successfully initiated after the resolution.